Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "at 17:10 on (B)(6) 2020, the nurse gave a puncturing needle to a 5-bed child. The batch number of the indwelling needle used was: new opend bd24 (lot9050915) after the puncture was successful, a white foreign matter was found on the steel needle when the steel needle was withdrawn, which can be removed after wiping. The indwelling needle was suspected to be moldy, contaminated, and risky to use, and the indwelling needle was immediately pulled out. Reopened another indwelling needle of the same batch number. After withdrawing the steel needle, the 3 nurses on duty check to confirm that there is a little white foreign matter on the steel needle. Measures: nurse immediately reported to the head nurse , the doctor on duty, and closely observed the condition and temperature fluctuations of the children in accordance with the doctor's instructions, while observing the use of indwelling needles and the presence or absence of all children in the ward. Abnormalities such as fever. The nurse's telephone report to the sensory control department, the department director and the medical equipment management department. After consultation, it was agreed to temporarily replace the closed venous indwelling needle of another brand. The batch of bd24 (lot9050915) closed indwelling needle was suspended and managed by medical equipment. Branch sent back to the factory for testing. No abnormalities were found in the children."

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9050915. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "at 17:10 on (B)(6) 2020, the nurse gave a puncturing needle to a 5-bed child. The batch number of the indwelling needle used was: new opend bd24 (lot9050915) after the puncture was successful, a white foreign matter was found on the steel needle when the steel needle was withdrawn, which can be removed after wiping. The indwelling needle was suspected to be moldy, contaminated, and risky to use, and the indwelling needle was immediately pulled out. Reopened another indwelling needle of the same batch number. After withdrawing the steel needle, the 3 nurses on duty check to confirm that there is a little white foreign matter on the steel needle. Measures: nurse immediately reported to the head nurse , the doctor on duty, and closely observed the condition and temperature fluctuations of the children in accordance with the doctor's instructions, while observing the use of indwelling needles and the presence or absence of all children in the ward. Abnormalities such as fever. The nurse's telephone report to the sensory control department, the department director and the medical equipment management department. After consultation, it was agreed to temporarily replace the closed venous indwelling needle of another brand. The batch of bd24 (lot9050915) closed indwelling needle was suspended and managed by medical equipment. Branch sent back to the factory for testing. No abnormalities were found in the children."